Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number:(B)(6) batch/lot number: 7175826 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent lead replacement procedure. The patient did well postoperatively. The explanted lead will not be returned per facility policy.